Event description:
Arrive clinical study: seven hundred days after a coronary artery drug eluting stenting treatment rpocedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 3.8 mm vessel diameter, 12 mm in width, 60% stenosed region of the proximal circumflex. The physician direct stented the lesion with one taxus express2 8.8% 3.5 x 16 mm drug eluting stent without complication. The taxus stent was 0% after deployment. The pt was discharged from the hosp 4 days post index procedure receiving asa and plavix. The site reported that the pt expired 700 days post index procedure from congestive heart failure. In the opinion of the physician there was not a relationship between the taxus stent and the death. An autopsy was not performed.